Event description:
Surgery performed placing varigrip devices at t9/t11/l2. Pt complained of discomfort and pain for 6 weeks post-operatively. Re-operation was prompted by the pts complaints of pain. During re-operation the surgeon found the t11 lamina to be fractured.